Manufacturer narrative:
The device was not sequestered by the customer. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "the charge nurse was notified early in the morning about low blood sugars (31,33,29). She notified the neonatal nurse practitioner (nnp) and rechecked with a new glucometer, with the results 31. Nnp presented at beside to assess patient. Nurse noticed the alaris pump was plugged in, but was not turned on. The nurse had reset the pump for an hourly check 45 minutes prior. The pump was replaced, blood sugar was rechecked at an hour later, results 149.ce 75048. It was incorrectly placed in pod 5. It is currently in the dirty utility room by pod 5. Notified the nnp and got a new piece of equipment. The biomed tech searched department, pod area & spd, could not find pump that was recorded as an incident. Tech talked to manager of nicu, she was aware of incident and told tech he could find pump in utility room near pod 5 - this location was investigated and pump was not found." Further investigation with the customer revealed the patient was receiving an infusion of tpn and lipids. When the nurse was investigating the patient's low blood sugars, she realized she had inadvertently turned the pump off when she was resetting the pump. The pump was removed and a new pump was used to restart the tpn and lipids. Subsequent blood sugars were reportedly "wnl".